Event description:
It was reported to philips that the device experienced charging issues and had an audible humming noise due to a defective ac power module. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.